Manufacturer narrative:
Medical device expiration date: na. There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd max¿ instrument with biogx sars-cov-2 a false negative result was obtained. The result was obtained on a known positive patient sample for a bd max validation. There was no patient impact as they were already being treated as a positive covid patient.

Event description:
It was reported that during use with bd max¿ instrument with biogx sars-cov-2 a false negative result was obtained. The result was obtained on a known positive patient sample for a bd max validation. There was no patient impact as they were already being treated as a positive covid patient.

Manufacturer narrative:
H6: investigation summary the complaint of n1 false negative was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer complained that they received a negative result on the biogx sars-cov-2 n1 target but was found to be positive. The lab was using a known positive sample (from the state) for their validation and the bd max called it negative. Upon recollection, the bd max called the covid result positive. The resolution of this complaint is unable to be determined in the service notes or work orders. The complaint is not confirmed as an instrument issue as no detailed descriptions, parts or pictures are available for conclusive investigation. The investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. The root cause is unable to be determined with the information present. No parts or material was returned for investigation. As a result of this complaint, no corrective actions were initiated. No new trends, risks, or hazards were identified.